Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received from the healthcare provider. It was reported that the symptoms the patient was experienced was unknown. Information reported from the consumer via the healthcare provider indicated that the patient was admitted to the hospital and found to have liver failure. The cause of the event was liver failure and was not pump related.

Event description:
It was reported the patient was in the hospital today and was being treated for delirium. The cause of the delirium was not known at this time, and the pump may be adjusted. The pump was used to infuse fentanyl and bupivacaine. It was further reported the hcp (healthcare professional) only saw the patient the day the patient was in the hospital, and they only checked the pump. It was further reported no troubleshooting was performed and the patients status was unknown.